Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing from multiple cartridges became discolored. Reportedly, the insulin coming out of the tubing was clear. Customer's blood glucose level was 100-300 mg/dl.